Event description:
A malfunction on the pump was reported by the caller, possibly due to extreme humidity in the area. The impact on the customer's blood glucose level could not be determined, as the customer declined to answer whether it exceeded 500 mg/dl. Technical support assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was able to continue using the pump, although she needed to load a new cartridge to resume insulin. No further action was required.